Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was issue with the cubie drawer. The customer stated that the cubie cannot add a new cubie to open available spot. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was issue with the cubie drawer. The customer stated that the cubie cannot add a new cubie to open available spot. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the assy tray hh. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section h imdrf annex c code and manufacturer narrative. Correction: section d unique device identifier (UDI) and medical device model, section e initial reporter name, section g manufacturing location. The reported condition of "issues with cubie drawer" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse removed all cubie pockets and trays. The fse cleaned the inside of the drawer and replaced the defective cubie tray. The station was booted up, but the pocket locations and medication information appeared incorrect in the application configuration. The fse assisted the customer in unloading and reloading all medications in the drawer. The fse tested the drawer and was able to access all pockets in that cubie drawer. During dchu visual inspection: p/n 356450-01: was received with an overheated muscle wire which melted the plastic of the "assy tray hh", one part of the ejection mechanism was out of its original position and was observed signs of fluid ingress on the row board. During dchu testing: p/n 356450-01: no dchu testing was required due to the thermal damage observed. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d).

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medicine spilled inside half height cubie drawer 7.1. A field service engineer removed all cubie pockets and trays, thoroughly cleaned the inside of the drawer, and replaced a faulty cubie tray. After booting up the station, it was observed that the pocket locations and medication information were incorrect in the application configuration. The engineer assisted the customer in unloading and reloading all medications in the drawer. After the reload, testing confirmed that all pockets in the cubie drawer were accessible and functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary , there was issue with the cubie drawer. The customer stated that the cubie cannot add a new cubie to open available spot. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.